Event description:
Wheelchair randomly starts and stops. Wheelchair is a joystick operated wheelchair with a motor that can travel to approximately 6 mph. Pt's wheelchair has caused them to go out into traffic by suddenly starting, fall off side walks, and just recently (as reported in the newspaper) wheelchair has randomly without notice started full speed slamming pt into a wall causing them bruises on leg and pt to lose 3 teeth. Pt made reference of the chair going off of curbs after one of these unforseeable starts and throwing them on the ground with the wheelchair on top of them and that is why pt does not use the seatbelt anymore. In addition, pt mentioned that the only way to stop the chair is by turning off the power. The power switch is near the joystick but difficult to switch off when the chair is full speed due to the bumps on the payment that cause the wheelchair to shake when traveling at that accelerated pace of fouth gear (the fastest gear which is approximately 6 mph).